Event description:
A patient reported experiencing inaccurate high results with a ft meter. The patient's blood glucose results were not given. Tests were done within 10 minutes with a difference of >20%, per reported issue notes. Patient did not experience any adverse events. No further information has been reported.